Event description:
Report received from the USA stating that svc was required for the device. During svc it was noted that the device had cable damage. The device was not being used in surgery. No injuries were reported. There was no additional info provided.

Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of cable damage was confirmed. During the pre-repair assessment it was noted that the device had a torn hose. In the emax2_ll the cord is located within the hose. If additional info becomes available a supplemental report will be submitted. (B)(4).